Manufacturer narrative:
Corrected sections as of 13-apr-2020: h10: corrected device returned status from "meter and test strips were not returned for evaluation" to "meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 157 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result range is 77-111 mg/dl; customer stated this was after drinking black coffee. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).